Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received. According to the medical records, the pt had a posterior vitreal detachment (pre-existing). Postoperatively, the pt had a sudden onset of seeing a floater that looked like a thread of yarn and moved with eye movement. The surgeon stated the floater had been noted previously, but felt the patient was just now seeing it because his cataract had been removed. At the time of the examination for the patient's report of the floater, an epiretinal membrane was noted. The surgeon was unwilling to complete the questionaire. There are thirty nine medical reports associated with these events. This report is twenty eight of thirty nine.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/08/2010, 04/12/2010, and 04/16/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionaire. Medical records were received on 04/08/2010. (B)(4).